Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the ECG a&b and ECG c&d cables were pulled from the strain relief, damaging wires in the cables. The root cause for the strained cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
While investigating an electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt cables were damaged.